Event description:
As reported by edwards japan affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, a balloon aortic valvuloplasty (bav) with 20 mm balloon was performed. One second after full inflation, the balloon burst toward the left ventricle (lv). Hemodynamics was stable. The valve was deployed in 70:30 aortic/ventricular position with 1.0ml less contrast than nominal volume. A pericardial effusion developed during paravalvular leak (pvl) evaluation. The patient's blood pressure did not return well. A pericardiocentesis was performed. It was over 900 ml. Angiography and tee could not show bleeding spot. As the hemorrhage decreased and hemodynamics became stable, the patient left the operation room with the sheath inserted. After procedure, CT showed small and unclear hematoma on left coronary cusp (lcc) and a small hematoma at the non-coronary cusp (ncc). As these were not too big and there was no pericardial effusion, no further medication was required. The blood pressure became stable, and the hemorrhage stopped while the patient was in the ICU. On post-operative day (pod) 1, a lower limb thrombosis developed. The thrombosis was removed by catheter. The patient was discharged one week after tavr. Per the physician, the ncc and lcc hematomas were likely to be an annular rupture and occurred due to balloon rupture during bav. The annular diameter measured 34.0 x 23.7 mm with an area of 665.5 mm2. Native valve calcification, aortic root calcification and aortic annulus calcification were moderate. Sinus of valsalva (sov) diameter was 36.2mm. The bav balloon catheter was discarded in the facility.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation. An image review was performed with imagery provided by the site and the following was observed: video provided shows predilation balloon inflation with native calcification observed. Balloon burst at the end of the balloon inflation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed through evaluation of provided video. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why inflation of balloon catheters are subject to increased risk of burst in a calcified landing zone. As reported, there was calcification in the patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) may have contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action nor product risk assessment escalation is required.